Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer ¿I have a dl PICC line with a leaking t lock assembly that was used on a patient. Occurred on january 12, 2024. There was no patient harm and it did not involve an urgent or life-threatening situation or a delay in treatment. The leak was discovered when I primed the line. No signs, symptoms, or complications experienced by the patient. I do not have the name of the planned medications to be infused. We secured the device with a statlock. No harm noted due to my intervention.¿ no other information was provided.

Event description:
It was reported by the customer ¿I have a dl PICC line with a leaking t lock assembly that was used on a patient. Occurred on january 12, 2024. There was no patient harm and it did not involve an urgent or life-threatening situation or a delay in treatment. The leak was discovered when I primed the line. No signs, symptoms, or complications experienced by the patient. I do not have the name of the planned medications to be infused. We secured the device with a statlock. No harm noted due to my intervention.¿ no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking stopper was confirmed. The returned sample was found to exhibit the same features as a previously investigated event, and the root cause was found to be within the scope.. This complaint will be recorded for future trending and monitoring purposes.